Event description:
71 y/o female pt developed third degree heart block following deployment of a 15x35 crown overlapping a 22x30 in long mid to proximal left anterior descending lesion. On 12/3, heart block reappeared, blood pressure dropped, chest pain, st elevations. Dopamine drip started, to cath lab where left anterior descending verified to be closed. To the or for emergency coronary artery bypass graft.